Manufacturer narrative:
One used device was received for evaluation. As received the following conditions were observed: the silicone plug was observed to be stuck down on the microclave. Once this was dissembled, insufficient spike lubrication on spike was observed, no additional damage or anomalies were confirmed. The complaint of a stick down can be confirmed. The probable cause of the stick down is typically due to an error during lubrication process in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 60" (152 cm) appx 0.39 ml, smallbore ext set w/microclave® clear, clamp, rotating luer that experienced breakage during patient use. The customer reported that the clear flexible piece a on the microclave at the end of the smallbore extension set stayed indented/retracted upon disconnecting after a blood transfusion. There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
E tab initial reporter: the complaint came through: (B)(6). Upon completion of the investigation a supplemental MDR will be submitted.